Event description:
It was reported by the pt that she experienced pink eye symptoms that caused many eye infections. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. (B)(4).